Event description:
It was reported that the lead exhibited impedance variation and intermittent capture. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the lead was cut and only the proximal part returned. The proximal insulation was cut/ damaged and the proximal coil squeezed at 9.7 cm and 10.2 cm from the connector pin. The distal coil was fractured at 16.5 cm from the connector pin. The damage was consistent with that produced by clavicular crush.